Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was reported that the surgery did take place on (B)(6) 2019. The physician felt the source of the pain and burning at the pocket site was in relation to the ins positioning in the right buttock, which was exaggerated by the patient's reflex sympathetic dystrophy (rsd). During the surgery, the ins was moved and the leads were re-tunneled to the flank area on the patient's right side. It was confirmed that no devices were removed or added during the surgery. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, the patient started experiencing pain and burning at the ins pocket site when stimulation was on. It was explained that on (B)(6), the hcp had the patient turn the ins off for a couple weeks and the pain and burning resolved. Then, when they turned it back on, the pain and burning returned. Impedances were checked and all were within normal range. Surgical intervention was scheduled to occur on (B)(6) 2019. No further complications were reported or anticipated.